Event description:
It was reported that the patient presented in clinic for a follow-up in backup vvi. The hardware elective replacement indicator byte was checked, but could not be obtained as an error message was displayed. In 2008, measured data was 2.72 v with .75 years remaining longevity based on the programmer estimate. The pulse generator would be replaced due to unresolved backup vvi status.

Manufacturer narrative:
Na